Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There was no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, but not the suction cylinder. Device evaluation found that the reported issue was confirmed as blocked channel was observed. Seed blocking the suction channel was observed. No physical damage of the device was confirmed at where the foreign material was remained. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a blocked channel with the inability to pass the forceps through the channel. The intended diagnostic colonoscopy was completed with no delay. There was no report of patient harm or injury associated with the event. During testing and inspection of the returned device, it was discovered that the foreign material come out of suction cylinder (s-cylinder). This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.